Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery depletion which led to a ventricular assist device (vad) stop. It was claimed by the patient that the controller was started as medium priority alarm and escalated to a high priority alarm. The screen showed controller failed and the patient tried to troubleshoot by disconnecting as well as reconnecting the batteries and driveline, then did a controller exchange to the back up controller. The back up controller also exhibited a loss of power. The controllers were exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the status of the backup controller related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿controller, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 29-dec-2019, labeled for single use: no. (B)(4). Rand name: heartware ventricular assist system ¿controller, model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 08-jan-2021, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and two (2) controllers ((B)(6), (B)(6)) were not returned for evaluation. Log file analysis associated with (B)(6) revealed that a controller fault alarm was logged on 13/apr/2022 at 15:05:41 and event exceptions were recorded due to a fault in the internal battery charging circuit. In addition, log files revealed that (B)(6) was in use for more than two (2) years. Log file analysis associated with (B)(6) also revealed two (2) vad disconnect alarms were logged on 13/apr/2022 since 15:07:06, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Log file analysis did not reveal any controller failed alarms were logged within the analyzed period. Review of the event log file associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on 13/apr/2022 at 16:32:35. This was followed by a subsequent vad disconnect alarm logged at 16:32:41, likely due to the controller powered up without the driveline connected. Review of the event log file also revealed that, prior to the power up event, the controller last had power on (B)(6) 2021. Additionally, review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the controller power up event; the first data point logged since (B)(6) 2021 was logged on 13/apr/2022 at 16:33:09, indicating that the power up event occurred during a controller exchange. It is likely the controller fault alarm was perceived as the reported controller failed event. As a result, the reported controller fault alarm, vad disconnect alarm, and controller power up events were confirmed. Based on the available information, a possible root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. The most likely root cause of the controller power up event may be attributed to the reported controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d4: (B)(6) h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d1105, d15 d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.